Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an 20mm tap broke in the patient's glenoid while preparing for central screw implantation. The broken piece were not able to be remove and remains in the patient. This was discovered during a reverse shoulder procedure on (B)(6) 2022.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photos, which display the broken tap. However, without receipt of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.